Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced bradycardia and that possible loss of capture was noted on the right ventricular (rv) lead. It was further noted the patient's heart rate fell below the programmed lower rate. The rv lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead dislodged. The lead was reprogrammed and repositioned.